Manufacturer narrative:
The product was not returned. A video was provided. The video was reviewed frame by frame. Although difficult to see on the video there were points where the company lens center ring characteristic were visible. The company lens ring characteristic are difficult to discern with top-lighting. The light needs to be at a very specific angle to view from the top. The company lens ring characteristic displays more clearly with bottom projected lighting. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint near vision issue. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A video was provided. Although difficult to see on the video there were points where the company lens center ring characteristic were visible. New information was provided that the lens was not explanted. A vitrectomy was performed and the lens remains implanted. The manufacturer internal reference number is: (B)(4).

Event description:
The patient had significant amount of capsular phimosis and the bag was too tight to get the iol out. The posterior capsule formed a rent in the attempted iol exchange and the lens could not be explanted. The patient was told before surgery that the lens exchange might not be possible. Therefore, the lens remains implanted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, the patient experienced that the near visual acuity was lacking. The surgeon tried to explant the lens later but could not do it because of issues with the capsule. Ultimately vitrectomy was done and had to leave the original implant in the patient's eye. Additional information was received. The consumer went to another eye doctor and was told that he does not have a vivity lens implanted. This doctor took a video of the lens and sent it to company sales representative who verified by video the lens did not look like a company model lens. However, in the iol card shared the serial number is for company model lens. The consumer also did not like the lack of near vision he had in the left eye, so surgeon attempted r&r to replace with another model company lens, but the patient developed posterior capsular tear, or pc rent so the r&r was aborted and the company model lens remains implanted. The patient developed two small retinal tears which were repaired by a retinal doctor. There are two medical device reports associated with this patient. This report is associated with the left eye.